Manufacturer narrative:
(B)(4). Date sent: 6/10/2021. D4: batch # u5e13r. H6: component code: mechanical(g04) investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows tissue and some staples appears to be unformed on the tissue. Based on the photo review, the event describe is confirmed, however, no conclusion or root cause could be determined. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the procedure a revision or did patient have prior upper abdominal surgery? Are additional photos available? Was the patient¿s hospital stay extended? What is the current patient status?

Manufacturer narrative:
(B)(4). Date sent: 8/19/2021. Additional information: procedure was a primary procedure not revision and stay was not extended. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction. B1 = product problem only. H1 = malfunction.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: could you please clarify how long was the delay (hours/minutes)? The surgery was delayed by more than 1 hour. Was there any patient consequence as a result of the procedure being prolonged? Additional suturing and foreign body material was used to reenforce the staple line. Could you please clarify if there were any patient consequences? I don¿t believe there was on going patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The post operative care was increased in vigilance post op to look for signs of effects of the malfunction. The foreign body material mentioned that was used to reenforce the stapler line was the suture. No surgical site infection (ssi) reported. The surgeon has advised that he would let us know of any undesirable outcomes but have not heard again from the surgeon. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a laparoscopic sleeve gastrectomy. His 5th staple reload firing was a green reload with cook seemguard loaded. This was unable to fully transect the stomach sleeve. The surgeon decided to fire 1 more green reload (no seem guard) over the last centimeter or so. When firing the device he notice an odd sound a "crunching" all previous firing were fine. When he opened the jaws of the powered echelon 60 there were malformed staples and some staples still caught in the cartridge and some that were still in the cartridge seemed sheared. The staple line integrity on the patient side of the gastrectomy was compromised so he decided to over sew the staple line and also do a gastroscope to ensure there was no leak. No leak was detected and the patient sustained a longer anesthetic time than otherwise planned.